Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented for a routine check-up, the physician suspected the measured data was inaccurate based a logged report three years prior. The data could not be retrieved due to the inability to get the current battery status in cell impedance form. It is unknown if the device has reached elective replacement indicator and was not confirmed with a magnet rate. The device was explanted and replaced. No further information is available.